Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes. The customer was instructed to reset the pump to resolve the issue. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.